Manufacturer narrative:
The returned catheter was inspected microscopically and functionally where possible. The catheter is ruptured at approximately 8.4 inches from the distal end, further microscopic examination revealed a slight radial expansion on the catheter's distal surface with onyx present through out most of the lumen. No other anomalies were observed with the catheter. Device history records were unable to be reviewed as no model number or lot number was provided. Based on the initial report along with the physical evaluation, the appearance of the catheter is consistent with a rupture caused by catheter over-pressurization. This is most likely to occur during build up of onyx precipitate inside the catheter's lumen. The IFU includes warnings/information regarding catheter over-pressurization. A warning in the IFU states: "infusion pressure with this device should not exceed 690 kpa (100 psi). Pressure in excess of 690 kpa (100 psi) may result in catheter rupture, possibly resulting in patient injury and also provides a warning that the catheter integrity should be verified angiographically by confirming that contrast exits only at the catheter tip.

Event description:
It was reported the ultraflow catheter ruptured during a treatment of an avm with onyx. No complications were reported to have occurred with the patient during this event.